Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing ventricular fibrillation (vf) throughout the day. The patient's implantable cardioverter defibrillator (ICD) was placed in magnetic resonance imaging (MRI) mode for a scan. The patient had another episode of the vf during the MRI scan and the ICD was unable to deliver the therapy due to the MRI mode and the patient passed away. There was no device malfunction which caused or contributed to the patient's death.